Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker did not automatically come out of storage mode at implant. Boston scientific technical services (ts) expressed concerns of an underinserted lead and recommended obtaining a chest x-ray to assess the lead-to-header connections. The device was manually taken out of storage mode and the leads were tested. All sensing, impedance and threshold measurements were within normal limits. No adverse patient effects were reported. The device remains in service.